Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name harmony delivery catheter system; product ID harmony-dcs ((B)(6)); product type: 0195-heart valves, delivery catheter system; implant date na; explant date na updated data: d10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name harmony delivery catheter system; product ID harmony-dcs (unknown serial/lot); product type: 0195-heart valves, delivery catheter system; implant date na; explant date na should additional reportable information be received an additional regulatory report will be submitted for the reportable information. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a few hours following the implant of this transcatheter bioprosthetic pulmonary valve an electrocardiogram (ECG) identified sinus bradycardia with a right bundle branch block (rbbb), premature ventricular contractions, and right ventricular hypertrophy. As reported, this was deemed clinically significant. As result, a beta blocker was initiated. The physician indicated the rhythm issues were possibly related to the valve, valve delivery system, and the implant procedure. The status was reported as recovering and resolving. The day following the valve implant, a fever developed and reach 101 degrees. No other symptoms. The fever presented on and off for a ¿few days¿. No other symptoms were present. The fever responded to acetaminophen. There were no other symptoms. The access site had no discoloration or swelling. Four days following the valve implant the fever resolved. The physician indicated the fever was not related to the procedure or the medtronic products. However, no cause was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the implant images were provided. The images indicated that the release of the valve was in accordance with the instructions for use (IFU) indications. Arrythmias and fever are listed on the potential complications/adverse events. Updated data: h6 - annex b, annex c, annex d medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the premature ventricular contractions and related rhythm issues were now probably related to the valve and implant procedure and still possibly related to the delivery catheter system (dcs).

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.